Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the pt underwent a primary right l4-l5 spinal root decompression. Two weeks later, the pt presented with an "indurated area at top of incision" which was mild in intensity. The area was dressed with bacitracin ointment. The event resolved with treatment five days later. The investigator classified this event as unrelated to adcon-l. The investigator noted "surgical complication" as a possible explanation for the event.